Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Correction/removal numbers: 1627487-12192011-003-r and 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up on this matter found that the discomfort continues and includes swelling in the leg. Further review of the manufacturer's complaint database found that the issue of loss of stimulation was initially reported under MFR report # 1627487-2014-26909. However, information regarding the surgical intervention and device analysis findings will be submitted under this report (MFR report # 1627487-2015-00025).

Event description:
It was reported the patient experienced discomfort and burning at the ipg site when stimulation was in use. In addition, the patient states feeling pain at the ipg site when she moves or presses on the area. Currently, the patient is without stimulation and unable to communicate with the ipg using either the programmer or charging system. She desires to have the ipg replaced.